Event description:
Medtronic received report from nurse manager at hospital that the doctor experienced an aortic punch that became stuck during use, which resulted in a tear in the vessel. It is not known if the tear required repairment, and the outcome of the patient is not known. Medtronic has made multiple attempts to obtain further clarification surrounding the event.

Manufacturer narrative:
Analysis: the serial number of the device was not made available to medtronic, and as such, the device history record could not be evaluated. Review of the complaint data base notes no recent trends or similar complaints for this issue. Conclusion: no definitive conclusions can be drawn regarding the performance of the device, as the product has not been returned for analysis, and the serial number was not made available. Medtronic has made multiple attempts to obtain further information regarding the event. Should additional information be received and the device be returned for analysis, a follow-up report will be submitted.